Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced five infusion sets adhesive patch and cannula housing detached from spring prior to insertion issues, which led to high blood glucose level and was treated with correction bolus event on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully.